Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating replacement device resolve trouble with charging the right-sided battery. Information been confirmed/provided by the physician.

Manufacturer narrative:
Corrections made to g2, see initial reporter details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37612, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: implantable neurostimulator, product ID: wr9200, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called to report there was a problem with the patient's recharger. Caller said the recharger was "not holding a charge." The recharger used to charge 25% of the battery in 30 minutes at the most, but now is taking almost 2 hours to go from 50%-75%. Caller said they had just spoken with mdt rep, who instructed them to call ts to request replacement recharger. Caller also said the recharger was no longer making beeping noises and that after 2 hours of charging it was starting to feel hot on the patient. Patient was not charging during the call, but caller was able to go to the patient and start recharging session as they said they didn't believe they did much troubleshooting with the rep. Caller said they had more trouble with charging the right-sided battery, which was the side they were on during the call. Agent reviewed coupling status and how it can affect charge times. Agent walked caller through checking recharger volume, which was discovered to be silenced. Call re-instated the volume. Shortly after that explanation, the re charger lost connection with the ipg, but quickly restored connection on its own. Caller confirmed they had not moved the recharger and were holding it firmly in place over the implant. It then lost connection again. Caller placed recharger over the left side and it was unable to find ipg. Agent suggested replacing the recharger. Shipping information confirmed and request sent to repair.